Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The final quality release criteria was met before this batch was released for distribution. The analysis results found that the device (b) was received in good visual condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. It should be noted that an investigation has been initiated to address the potential root cause of the reported insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h9076z, expiration date: 12/2015, manufacturing date: 01/2011.

Event description:
It was reported that during a laparoscopic heller biotomy procedure, the trocar was leaking at the seal cap when the graspers were removed from the trocar. The device was used to complete the case with no patient consequence. The trocar was pulled from a flex tray.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.